Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that there has been an obvious auditory decline, as noted by the guardians, about two weeks ago. Problems with the outer devices have been excluded and a history of head trauma has been denied by the patient's guardians. During physical examination at the clinic, no obvious abnormality around the implant site was found by the clinician. Testing confirmed that the device has malfunctioned.